Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight decreased ("weight loss") and experienced arthralgia ("joint pain "). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, weight decreased and arthralgia outcome was unknown. The reporter considered arthralgia, medical device removal and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, joint pain and weight decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: reporter added, event added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight decreased ("weight loss") and experienced arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, weight decreased and arthralgia outcome was unknown. The reporter considered arthralgia, medical device removal and weight decreased to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: medical device removal, joint pain and weight decreased quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and weight decreased outcome was unknown. The reporter considered medical device removal and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.